Manufacturer narrative:
The referenced gi bleeding event was reported under medwatch MFR report #2916596-2016-00200. (B)(4). Approximate age of device ¿ 52 days. A correlation between the device and the reported event could not be conclusively determined. Stroke and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with a right middle cerebral artery stroke. The patient's presenting symptoms were not provided. The patient had been admitted for gi bleeding from (B)(6) 2015 and their anticoagulation had been held for an unspecified amount of time. Coumadin was restarted upon discharge on (B)(6) 2015 without lovenox bridging. Upon admission for the stroke the patient&#62688;inr was sub-therapeutic; the specific value was not provided. A thrombectomy was performed in interventional radiology and the patient received intravenous tissue plasminogen activator. The patient was being closely monitored. The customer reported that the event was device related. No further information was provided.